Event description:
A healthcare professional reported a patient with under correction and sphere power induced, blurry vision. The post operative outcome is greater than one diopter.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Review of the logfile for the day of treatment shows no relevant error messages or warnings. During the start-up in the morning the system passed all initialization steps without any relevant deviation. The user finished the gas change, skipped the scanner test and performed the necessary energy, eyetracker and fluence test without any issue. The logfile shows nine successfully performed treatments. The treatment could be identified in the logfile. The user performed an energy check for the whole day. However, it is recommended, that an energy test is performed before each patient. The measured energy was stable prior and after the treatment. The treatment was performed without interruption and the eyetracker was activated during the treatment. No abnormalities or deviations can be detected in the logfiles which can contribute the reported issue. A root cause for the customer¿s reported event could not be determined conclusively; however it is unlikely that a product malfunction contributed to the reported event the manufacturer internal reference number is: (B)(4).